Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a cataract with intraocular lens implant procedure, the system kept displaying occlusion (the occlusion bell would ring), even without depression of the footswitch. The customer also reported that the touch screen kept jumping. The case was able to be completed following a delay of 15 minutes. There was no patient harm.